Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that an alarm occurred a week prior to the event. It was indicated that the customer was educated on the error alarm and was advised that a replacement will be sent. No further details.